Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
A presentation shown at an ascrs meeting had a an article titled "rotational stability after implantation of two different phakic toric intraocular lenses", of the purpose of rotational stability after implantation of two different phakic toric intraocular lenses. It was evaluated that considered stable if va and residual cylindrical error were as expected. The angle of rotation from intended measured by aligning slit lamp beam with markings and or by evaluating retroillumination photos. It notes there was 1 lens that was repositioned and 1 lens that was exchanged.